Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unknown amount of time in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Device evaluation: one used sample was received for evaluation. Upon pressurization, the cuff was found to hold pressure and operate as intended; no leaking was observed. The device was within specification. There was no evidence found to suggest the event was device caused.